Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows; it was reported that on an unknown date approximately a month ago, the patient underwent an osteosynthesis with trochanteric femoral nail advance (tfna) system (middle) for an unknown reason. After the surgery, the patient had an infection disease around an unknown screw of distal side stopping. Re-operation to clean the affected site and removal of the affected screw will be performed. Patient and procedure outcome are unknown. This report is for one (1) unknown screw. This is report 2 of 3 for (B)(4).